Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient was admitted from the pulmonologist office due to increase shortness of breath, right pleural effusion and significant edema. The patient was treated with intravenous diuretics however progressed to orthopnea and lower extremity edema. The patient was diagnosed with class IV heart failure and acute hypoxic respiratory distress and fluid volume overload. A right heart catheterization (hc) was performed and noted severely elevated right atrial pressures. Post hc the patient developed an acute kidney injury on top of chronic kidney disease. A diuretic drip initially improved the patient's condition however the patient's condition worsened, became nonresponsive to the drip and developed acute/chronic systolic heart failure with cardiogenic shock. The patient's renal status showed no improvement. The pleural effusion was treated with multiple thoracenteses. There was loss of capture on the right ventricular (rv) lead which was suspected to have dislodged due to the insertion of a central line catheter. The left ventricular (lv) lead had normal function but was reprogrammed to ensure adequate capture as the rv lead was not functioning. The patient was placed on bipap and was dialyzed but was too hypotensive to tolerate. The patient was treated with multiple pressor agents withcontinued hypotension. The family chose the patient's status to be do not resuscitate given oxygen demands and renal failure with anuria and severe metabolic acidosis from ischemic acute tubular necrosis. The patients condition continued to decline and the patient passed away. The patient is a participant in a clinical study.

Manufacturer narrative:
Corrected: b6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.